Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii, and exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed more than three openings assessed as surgical damage, non-penetrating nicks, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii, and exchange. The device has been explanted and replaced.